Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. Considering the surgical methodology, it was seen that the dentist has selected an implant design which is not recommended for the patient's bone quality.

Event description:
The clinician reported that a month after the implant was placed in ada site 10 of the patient's mouth, non-osseointegration was observed. Patient presented with type ii bone and implant mobility. The clinician noted primary stability was achieved and the implant was covered in bone. The device will be forwarded to the manufacturer for investigation. There were no reported patient injuries or operative (or post-operative) complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that a month after the implant was placed in ada site 10 of the patient's mouth, non-osseointegration was observed. Patient presented with type ii bone and implant mobility. The clinician noted primary stability was achieved and the implant was covered in bone. The device will be forwarded to the manufacturer for investigation. There were no reported patient injuries or operative (or post-operative) complications.